Manufacturer narrative:
Beckman coulter customer technical support evaluated the au5800 chemistry analyzer, and performed troubleshooting with the customer. The customer stated that they had replaced the sodium electrode. Cts also observed fluctuations in the calibration and bubbles were found when the mid standard solution was flushed. The roller pump tubing was replaced and primed the system. Replacement of the sodium electrode and roller pump tubing resolved the issue. Information not provided by customer. Initial reporter telephone number is (B)(6) the beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au5800 clinical chemistry analyzer. The customer stated three (3) patient samples were affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided examples of the erroneous results.